Event description:
It was reported that patient underwent a surgical procedure for his artificial urinary sphincter (aus) due to balloon tubing was too short. A new balloon was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.